Manufacturer narrative:
The explanted valve has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
Edwards received information that this 23mm porcine aortic valve, implanted for approximately 20 years, was explanted due to aortic stenosis and aortic regurgitation secondary to structural valve deterioration. This device was originally implanted at different facility to correct aortic regurgitation. This device was explanted and replaced with a 23mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ in a general ward at the hospital.

Manufacturer narrative:
(B)(4). Evaluation summary: customer report of stenosis and regurgitation was confirmed. X-ray demonstrated heavy calcification on the left-coronary and right-coronary leaflets, minimal calcification on the non-coronary leaflet, and wireform intact. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on the non-coronary leaflet at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on the non-coronary leaflet at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The left-coronary leaflet had two tears of approximately 10mm and 3mm at the belly region. The right-coronary leaflet had a tear of approximately 7mm at the free margin. Calcification was observed at all tear regions. The reported regurgitation was visually confirmed due to the observed leaflet tears. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.